Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Surgeon¿s comment about causal relationship between product and event: as a result of discussion with the dermatologist, it was determined that the wound healing was adversely affected because sufficient negative pressure was not applied. Other contributing factor: the surgeon commented that a nurse in the ward set the reservoir to drain fluid once a day and apply negative pressure again, but there was a possibility that the operation was not properly performed. Additional information has been requested and received. Confirm date of procedure (B)(6) 2021. Procedure date is (B)(6) 2021. Date of event? 10 days to 2 weeks after the surgery. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Were there any anomalies with the reservoir: appearance, damage or function prior to use? No further information is available. Where was the drain placed? In each of the anterior chest and axilla. How was it secured? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? No further information is available. Did the reservoir function as intended? It was commented that, as a result of discussion with the dermatologist, it was determined that the wound healing was adversely affected because sufficient negative pressure was not applied. Were any issues noted with the drain during use? No further information is available. When, on what date, was drain removed? No further information is available. Were there any anomalies with the drain: appearance, damage or function after removal? No further information is available. Was another drain required to be placed? No further information is available. Lot number of drain? No further information is available. What is the alleged deficiency of the drain? No further information is available. Patient¿s current status? The patient is under home care and is being examined at the dermatology outpatient department. What is the surgeon¿s opinion of the impact of the drain on the patient consequences? No further information is available. No further information will be provided. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were 2 drains used during procedure? Note: events reported on mw# 2210968-2021-05315, mw# 2210968-2021-05316. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2021 and a drain was used. Post op, 10 days to 2 weeks after the surgery, flap necrosis of the pericardium developed. After a diagnosis, the drain was removed. Patient hospitalized for about 1 month and was discharged from the hospital. Currently, the patient is under home care and is being examined at the dermatology outpatient department. The necrotic tissue on the surface is scraped and waiting for epithelialization. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 7/13/2021. Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were 2 drains used during procedure? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.